Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows a sealed packet with a pxw35 device inside it, from top view. Also, a foreign matter can be seen in the right corner near of device and appears to be a hair. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis results found that a pxw35 device was returned inside its package unopened. Upon visual inspection of the package, the foreign body was confirmed to be a hair. Although no conclusion could be reached on how the hair was introduced inside the sterile package, it is possible that the hair adhered to the device during the packaging process due to static. A manufacturing record evaluation was performed for the finished device lot number r40d96, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, there was a hair inside the sterile packaging of the pxw35 stapler. Package has not been opened. No patient consequences were reported.